Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a shaft break was noted. The lesion was located in the left anterior descending (lad) coronary artery. During unpacking of the 20x3.5mm maverick2 monorail ptca catheter, the physician noted that the shaft was broken; therefore, he used another of the same device to complete the case. The device had no contact with the patient.